Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd drive pcb as defective. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd drive pcb. In addition, our technician confirmed that the insertion flexible tube fluid damage, the segment fluid damage, the lcb (light carrying bundle) fluid damage, the lcb (light carrying bundle) broken, the insertion flexible tube buckled, the lcb distal cover glass cracked, the electrical pin connector corroded, the lcb distal cover glass missing, the operation channel (primary) leak, the remote control buttons leak, the lcb distal cover glass leak, the remote control buttons cut, the electrical pin connector dirty, the distal body worn out, the ccd module with drive pcb distorted image, and the u/d and the r/l knobs white marking faded/missing; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.